Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with the reservoir falling out of the reservoir compartment. She experienced a high blood glucose level every time the reservoir fell out of the insulin pump. The customer's blood glucose level was 124 mg/dl. She was hospitalized in 1999 due to a diabetic ketoacidosis but was not wearing an insulin pump. The customer was advised to disconnect from the insulin pump and revert to a backup plan. The product will return. Nothing further to report.